Event description:
It was reported "pump has faulty battery, does not work as intended." There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.